Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had minor cracked lcd window, cracked case at display window corners.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump randomly shuts off when giving bolus. The customer's blood glucose value was unknown. Troubleshooting was performed. The customer stated that the insulin pump was cracked on left side of screen all the way to the reservoir. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.